Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 06/15/2016-device evaluation: the pump has been returned and evaluated by product analysis on 06/01/2016 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked at the case seal. The returned battery cap was undamaged secured properly to the pump. A power loss was not observed. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and internal moisture was found on the main printed circuit board (pcb), support bracket and cmg pcb. The complaint of an intermittent power issue was shown in the pump history but was not able to be duplicated during investigation. (B)(4).